Manufacturer narrative:
The technician replaced the power cord plug head to resolve the issue.

Event description:
The technician alleged that the bed had a loss of ground reading during the electrical safety check. No patient impact.